Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.

Event description:
It was reported that # 5 fiberwire was used in the procedure and the patient is showing signs of inflammation. No infection noted at this time. Achilles midsubstance repair of ruptured tendon. Surgery was 7 weeks prior. Follow-up investigation: date of surgery was 1st.week of (B)(6). The patient had a routine achilles rupture repair with #5 sutures. Post-op visit one week later, patient was having inflammation and the incision site was slightly opened. The doctor flushed and reclosed the incision, no infection was present. 7 weeks post-op, the patient was still having inflammation at the incision site and still showed no signs of an infection. The suture is the only foreign object in the patient.